Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Excessive iliac tortuosity was reported. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 18 cm. It is reported that the patient has a history of chronic obstructive pulmonary disease. It is reported that the left groin was chosen as the primary access site for the procedure because the right femoral bifurcation was above the inguinal ligament. It is reported that the graft could not be advanced because of excessive iliac tortuosity, despite use of a "super-stiff" guidewire. It was elected to use a 22 french sheath and a lunderquist wire. It is reported that the physicians failed to recognize that the 22 french sheath was an older version, which was too long to allow complete deployment of the stent graft. It is reported that, in order to retract the graft cover down below the stent graft, "excessive" force was used to "accordian" the extra-vascular portion of the graft cover. Also, the graft cover was cut and "peeled away." During these maneuvers, the graft was retracted, resulting in coverage of the left internal iliac artery and inadequate support of the graft in the proximal aortic neck. The upper portion of the graft was extended with an aortic cuff. No additional clinical sequelae were reported, and the patient is reported to be fine.